Event description:
Vns pt has experienced constant hoarseness since re-implant. The pt underwent explant surgery approx 10 mos prior, due to staph infection. Both the generator and lead (excluding electrodes) were explanted as a result of the infection. Stimulation has been initiated. Both the treating neurologist and implanting vascular surgeon have indicated that it may take up to 6 mos for the pt to get their voice back. Additionally, it was reported that the re-implant surgery "was a little more stressful" for the pt than the initial implant surgery 18 mos prior. Investigation to date has been unable to determine whether the pt is diagnosed with vocal cord paralysis.